Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was currently hospitalized due to a blood glucose level of 600 mg/dl. The customer's mother reported that the insulin pump had a no delivery alarm prior to the incident occurring. The caller reported that the customer received a no delivery alarm the day prior to the incident and performed a set change, which temporarily resolved the issue. The caller was unable to troubleshoot as she did not have the insulin pump at the time of the call. The insulin pump was not replaced or returned for analysis.